Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: one photo/sample was received for investigation. The sample was verified and the barrel was observed to be cracked. The probable cause for the defect is related to a barrel jam at assembly machine, allowing the damage product flow of the process. To correct the defect a maintenance order was performed. DHR review: the process inspections were performed and no records of this defect were found. However, a maintenance review was performed and found that a maintenance order was found that could potentially be related to the defect was observed. Investigation conclusion: based on sample/photo, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while pulling the vaccine using a bd plastipak¿ 3ml syringe with needle, the syringe was found cracked. There was no report of injury or medical intervention.